Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer stated her readings would be 100 points off. She provided an example where her blood glucose was 30 mg/dl and her sensor glucose was 130 mg/dl. The customer was unsatisfied with her sensor performance, as she was unsure when her blood glucose was actually low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.